Manufacturer narrative:
The device was discarded at the user facility. Therefore, no device will be returned to olympus for evaluation. The cause of the reported device damage could not be conclusively determined at this time; however, based on similar reported events, the operator¿s technique during the use of the device could not be ruled out as a contributing factor to the reported event. The instruction manual provides warning and caution statements in an effort to prevent equipment damage and patient harm. ¿examine this device prior to use. Do not use if damage is found. Always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding.¿

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the distal ceramic tip of the device became detached and fell inside the patient. The device fragment was successfully retrieved from the patient. The procedure was completed using a different device. No patient injury reported.